Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 287 mg/dl. Pt gave themselves insulin and repeated a test about three hours later and the reading was 70 mg/dl. Pt thought their glucose was fine and went to the grocery store. Pt passed out at the store and broke their ankle. Pt was given sixteen ounces of orange juice at the store. An ambulance was called and the emergency medical technicians gave pt peanut butter crackers. Pt then had surgery on their broken ankle. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.